Manufacturer narrative:
(B)(4). The device was received for evaluation. A visual inspection was performed with no issues noted. A short simulated therapy was successfully performed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cassette leaked. There was no report of patient injury or medical intervention associated with this event. No additional information is available.